Event description:
Apparent electrical burn to right lower lip approx .5-1cm. Event occurred during use of electrocautery unit. Electrosurgery unit tested after event and showed no problems. Cautery forceps inspected under magnification revealed shiny portion that appeared to be bare metal (ie not insulated) pt experienced a probable partial thickness burn.